Event description:
It was reported that during the procedure, a 2.0 x 12 mm mini trek balloon dilatation catheter was advanced toward a moderately calcified, 95% stenosed, concentric, de novo lesion in the heavily tortuous distal diagonal coronary artery, but was unable to cross the lesion. An attempt was made to inflate the 2.0 x 12 mm mini trek at the proximal end of the lesion, but the device was not inflating well, which led the physician to believe that the balloon may be damaged. The 2.0 x 12 mm mini trek was withdrawn without resistance and the procedure was completed using a 2.0 x 30 mm mini trek and a 2.5 x 28 mm xience prime. There were no patient effects and no clinically significant delay in the procedure. Returned goods lab analysis revealed a pinhole in the balloon over the proximal balloon marker. Additional information revealed that the balloon was able to be pressurized, but would not inflate correctly, and a balloon leak was suspected by the site. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). An analysis of the returned device and scanning electron microscopy analysis confirm the reported balloon rupture. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents for inflation or balloon rupture issues. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.